Event description:
The customer reported, ¿monitor failure,¿ loss of live image. The fse noted, ¿unit power up complete but no images in monitors.¿ there is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board and the monitor were replaced during the service call. The system was tested and found to be working as intended and put back into service.